Event description:
It was reported that the pump module did not display the channel ids on screen. This was reported to manufacturer representative during site visit. There was no patient involvement. Although requested, no further information was known by the customer. No devices will be returned for investigation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.